Event description:
The reporter stated the surgeon inserted a cc4204a collamer aspheric single plate lens. The lens tore during insertion into the eye. Lens was removed with no patient injury.

Manufacturer narrative:
(B)(4). Evaluation results - a lens work order search was performed and no similar complaints were found within the same work order. (B)(4).